Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
When the pacemaker was interrogated during regular f/u on (B)(6) 2013, eri was reached and the device was operating with normal programming. However during precious f/u on (B)(6) 2012 the predicted longevity (time to eri) was 22 months. Since battery premature discharge was suspected an analysis is requested. Reportedly, pacemaker replacement will be performed within this month.